Event description:
It was reported that a pump malfunction occurred. There was no adverse impact to the customer¿s blood glucose level. Cts provided pump reset information and assisted the caller in resetting the pump, which resolved the issue, allowing the customer to continue using the pump. The caller was advised to contact technical support again if the malfunction recurred and acknowledged this instruction.